Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. This device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon had difficulty in equipping the end cap with the screwdriver during surgery for an intertrochanteric femoral fracture. Thereafter, the surgeon attempted to insert the reported end cap into the proximal end of the nail by hammering. Ultimately, another end cap was used. The other end cap was likewise difficult to insert; eventually, the end cap was inserted into the nail by hammering. The procedure was completed with a thirty (30) minute delay. This report is 2 of 2 for (B)(4).